Manufacturer narrative:
Per the clinic, the patient was prescribed a ten day course of oral kelflex (date not reported) followed by a twenty day course of clindamycin (date not reported). The patient was then administered two kenalog injections (date not reported). The implanted device remains. The implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics (date not reported) due to an infection at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.